Event description:
Boston scientific received information that this right ventricular (rv) lead tripped the lead safety switch (lss) due to high impedance measurements. A lead fracture was suspected. The lead was programmed to unipolar configuration as the patient is not pacemaker dependent. No adverse patient effects were reported.

Event description:
Information was later received that this lead was not sensing or pacing. The patent had an underlying rhythm of 60bpm. The daily measurements suggest a lead fracture. It was indicated that no revision procedure would be performed. No adverse patient effects were reported.

Manufacturer narrative:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.